Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 559 mg/dl and trace ketones. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3-4 hours later with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.